Event description:
It was reported the pt has not charged his scs ipg in approximately one yr. The pt stated he would like his scs system explanted. No further info is available at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.